Event description:
Reports 42 false positives. Unknown if symptomatic or asymptomatic. No confirmation testing performed. Report 6 of 42.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with returns. Source: phone.